Manufacturer narrative:
Device discarded by customer. The impella cp pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) asian male patient had impella cp pump inserted in the right femoral for acute myocardial infarction (ami) with shock. The patient had cerebral infarction during pump support and the treatment for cerebral infarction was performed as usual.